Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a keypad anomaly. The insulin pump had an electrostatic discharge. They took off the battery and battery cap. The set the insulin pump for 24 hours. All of the buttons were not sensitive. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. No damage found inside the pump.